Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, the device did fail image testing. Visual inspection noted corrosion in the cable connector, a cut on the strain relief, scratches on the mid-handle and cap, and damage to the connector and cable. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.